Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, lead, (B)(6) 2005; 5076-52, lead, (B)(6) 2003; 5076-45, lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis ofthe lead indicated apparent explant damage and stretching.

Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds. The lv lead was removed. No patient complications have been reported as a result of this event.